Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The estimated longevity remaining was observed at 1% at the time of the replacement procedure. The timeframe in which the estimated longevity change was observed has not been specified. In addition, the patient presented with onset of charge on the primary vector with double counting, therefore, the device was reprogrammed to the secondary vector. The device was then successfully explanted and replaced as a consequence of the observed battery depletion. No additional adverse patient effects. The device is expected to be returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The estimated longevity remaining was observed at 1% at the time of the replacement procedure. The timeframe in which the estimated longevity change was observed has not been specified. In addition, the patient presented with onset of charge on the primary vector with double counting, therefore, the device was reprogrammed to the secondary vector. The device was then successfully explanted and replaced as a consequence of the observed battery depletion. No additional adverse patient effects. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.